Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing: 2182269-2019-00253. The tamponade was located on the left atrium.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. After two hours of the procedure, the patient became hypotensive. An echocardiogram confirmed a tamponade for which a pericardiocentesis was performed to stabilize the patient.